Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s lead broke. The lead was replaced. Impedances of greater than 10000 ohms had been seen. The patient was noted to have fallen and lost therapeutic effect. The patient had less than 50% therapy relief of their pain at their left lower extremity and low back. It was noted that contacts 0 and 1 were broken during explant. The doctor still wanted the lead to be analyzed to see if there was anything found pertaining to the fall or high impedances. Follow-up determined that the cause of the fall was that the patient was on ice and was not due to the device or therapy. The date of the fall was unknown. The patient was noted to be doing very well and was receiving effective therapy. The high impedances were also resolved. No further follow-up was required as all needed information was provided and the patient was noted to be doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis of the lead (v296470038) found the conductor of the stimulation lead body to be broken within 10 centimeters of the con nector area; conductors #3 and #7 were broken at the distal end of connector #0. Analysis also found the conductor of the distal end of the stimulation lead to be broken; conductors #3, #4, and #6 were broken at the proximal end of their respective electrodes. It was noted that the lead was received in 2 pieces. Impedances for each circuit were as follows: #0 = 6.2 ohms, #1 = 6.1 ohms, #2 = 8.4 ohms, #3 = open, #4 = open, #5 = 5.5 ohms, #6 = open, #7 = open, with no shorts.